Event description:
The user facility reported that during impella 5.5 support per the bedside registered nurse, a patient began having cerebrovascular accident symptoms early in the morning and was taken down for a head computed tomography. Significant bleed with midline shift was found. Heparin was discontinued. The decision was made to withdraw care and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding stroke: the root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.